Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual investigation found that the device was received in the original packaging. The torsion spring, which operates the suture capture door, is dislodged. A functional evaluation found that the suture capture door did not operate when the trigger was depressed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder surgery, when suturing the rotator cuff with a "truepass suture passer (self-capture)"; the spring on the catch mechanism partially popped out. The procedure was successfully completed without significant delay using a back-up device. No parts remained in the patient since nothing broke off. No injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.